Event description:
A home patient (hp) contacted baxter technical services, and hp stated she felt full during dwell 2 of apd therapy. The technical services representative (tsr) assisted the hp in draining 676 mls and ending therapy. Hp stated that during the previous night of overfill event that she ended her therapy in mid-therapy because she received machine alarms and did not know what to do next and could not read the number for baxter technical services on her homechoice machine to get assistance. Hp indicated she got off machine when she still had fluid in her peritoneum, and then the next day she still had fluid in her and became overfilled during apd therapy, since hp does not have a last fill in her therapy prescription. Hp was advised of baxter technical services number and to write it down large enough, so she could read it, and to call into the baxter technical services center when she has machine alarms, so apd therapy can be ended correctly and to avoid being overfilled the next day. Hp stated she would do so. Hp refused swap request. Hp's nurse was contacted and requested the hp be retrained on homechoice therapy and on how to contact baxter technical services. Hp's nurse agreed. There was no patient injury or medical intervention associated with this complaint.

Manufacturer narrative:
The device was requested for evaluation; however, the hp was not interested in an evaluation or swap of the device.